Event description:
It was reported that 24 bd phoenix¿ nid experienced misidentification. There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: we have a problem about the identification of the bordetella bronchiseptica atcc 4617 strain. In different devices, it could not be identified 8 times, it was reported as achromobacter 3 times and pastaurella 12 time. Maldi-tof identified it as bordetella bronchiseptica. The special message in 3 reports is 'the instrument ID is based on minimal panel reactivity. Confirmation of organism viability is recommended.' Bd medium was used in this study and application was done properly. The colonies showed sufficient growth on the medium. Panels and consumables were stored in the appropriate environment.

Manufacturer narrative:
H6: investigation summary: this complaint is for qc failures for misidentification results of bordatella bronchiseptica as achromobacter and pastaurella when using phoenix panel nid (448007) batches 1005924, 0289526, and 0226092. The customer did return lab reports, however did not return samples or panels for investigation. It is to be noted that batch 0226092 could not be tested as the batch is expired. The other two complaint batches were investigated. To investigate, a total of eight panels were tested for each complaint batch within expiry (1005924 and 0289526) for a total of sixteen panels tested. Four panels from each batch were tested using in house isolates of bordatella bronchiseptica (atcc 10580), two panels were tested on a phoenix 100 instrument and two panels were tested on a phoenix m50. The other four panels from each batch were tested using in house isolates of bordatella bronchiseptica (atcc 4617), two panels were tested on a phoenix 100 instrument and two panels were tested on a phoenix m50. All panels were evaluated for identification results. For complaint batch 0289526 panels tested using isolate atcc 10580 both panels tested on the phoenix 100 yielded a result of no identification. Both panels tested on the phoenix m50 instrument also yielded a result of no identification. For complaint batch 0289526 panels tested using isolate atcc 4617 both panels tested on the phoenix 100 instrument yielded a result of no identification. The panels tested on the phoenix m50 both yielded a correct identification of bordatella bronchiseptica. For complaint batch 1005924 panels tested using isolate atcc 10580 on the phoenix 100 instrument yielded a result of no identification for one panel and a correct ID results of bordatella bronchiseptica for the other panel. The two panels tested on the m50 yielded a result of no identification for both panels. For complaint batch 1005924 panels tested using isolate atcc 4617 on the phoenix 100 instrument yielded a result of achromobacter species for one panel and a correct ID of bordatella bronchiseptica for the other panel. For the panels tested on the phoenix m50 instrument, one panel yielded a result of no identification and the other yielded a correct result of bordatella bronchiseptica. Additionally, the binary files were reviewed and it was determined that all algorithms and rules applied properly and the misidentifications have similar substrate patterns to what phoenix did ID. Based on this investigation, this complaint is confirmed. A review of quality notifications revealed no quality notifications for the complaint batches. A review of complaints revealed no additional complaints for the complaint batches. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h10.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1005924. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-01-05. Medical device lot #: 0289526. Medical device expiration date: 2021-10-31. Device manufacture date: 2020-10-15. Medical device lot #: 0226092. Medical device expiration date: 2021-08-31. Device manufacture date: 2020-08-13.

Event description:
It was reported that 24 bd phoenix¿ nid experienced misidentification. There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: we have a problem about the identification of the bordetella bronchiseptica atcc 4617 strain. In different devices, it could not be identified 8 times, it was reported as achromobacter 3 times and pastaurella 12 time. Maldi-tof identified it as bordetella bronchiseptica. The special message in 3 reports is 'the instrument ID is based on minimal panel reactivity. Confirmation of organism viability is recommended.' Bd medium was used in this study and application was done properly. The colonies showed sufficient growth on the medium. Panels and consumables were stored in the appropriate environment.